Manufacturer narrative:
The associated complaint device was returned and evaluated. When having complications with a sureshot device, we encourage you to refer to user manual 7118-1540 for trouble shooting suggestions. Our investigation has confirmed the stated failure. This failure mode has been previously identified and the device is currently being redesigned to help reduce/eliminate this issue from recurrence. No additional actions are being taken at this time. However we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported a surgical delay of one hour occurred due to the sureshot targeter not working after connection to the controller. The information on the monitor showed " the targeter is broken, please exchange". No backup device, the surgeon used c-arm to target.